Manufacturer narrative:
The following fields were corrected with additional information: d.4. Device material number: 445003; device lot number: 0105121; UDI number: (B)(4); d.2. Type of device: qjr; common device name: sars cov-2 reagent kit; d.1. Device brand name: bd sars-cov-2 reagents for bd max¿ system; b.5. Event description: the customer reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The patient had a second test performed at another facility and that result was negative. The patient had a prolonged hospital stay due to the erroneous result. Eua#: (B)(4).

Event description:
The customer reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The patient had a second test performed at another facility and that result was negative. The patient had a prolonged hospital stay due to the erroneous result. Eua#: (B)(4).

Event description:
The customer reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The patient had a second test performed at another facility and that result was negative. The patient had a prolonged hospital stay due to the erroneous result.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for false positive result when using the kit bd max sars-cov-2 reagents (ref (B)(4)) assay kit lot 0105121 along with bd max¿ exk¿ tna-3 kit lot 0128033 was performed by the review of the manufacturing records, review of the customer data and verification of complaints history. Customer complaint was opened on the bd max sars cov-2 assay however customer provided data allowing to identify the tna-3 kit used with the sars assay. Review of the manufacturing records for both bd max sars-cov-2 reagents assay kit and bd max¿ exk¿ tna-3 kit indicated that the qc results passed the requirements for release and use. The customer complained about one patient sample that obtained a n1 positive result which gave a positive covid result in run 1560. The pcr curve analysis shows evidence of bubbles that might be responsible for the n1 positive call. Presence of bubbles, or partially filled cartridge wells, could all explain the curves observed. Knowing that the bd max¿ exk¿ tna-3 lot (lot 0128033) used for run 1560 contains 175 l tips, known to potentially cause partially filled and empty cartridge wells, it could have contributed to the false positive result. Several other runs were analyzed (runs 1557 to 1569) and none show any n1 positive/ n2 negative result. The issue appears to be isolated. There is no complaint trend for false positive result with the bd max sars-cov-2 reagents assay kit lot 0105121. The root cause for the false positive result was not identified. There is a complaint trend for non-reportable results (unr & ind) associated to the 175ul tips. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA)1177233 was initiated to investigate the 175 l tips contribution. Eua #: eua (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using kit bd max exk tna-3 a false positive result was obtained by the laboratory personnel. The patient had a second test performed at another facility and that result was negative. The patient had a prolonged hospital stay due to the erroneous result.